Event description:
Additional information stating that visual inspection and general cleaning were performed. The door winch cable was loose.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135; product ID: bi71000144; product ID: bi71000159; product ID: bi71000429; product ID: bi71000263; product ID: bi71000264; product ID: bi71000270; product ID: bi71000273; product ID: bi71000503. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to remove sheared screws from gantry. They assisted field service engineer (fse) in replacing door winch. System functioning as designed. Codes b01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. B17,c20,d15,g07001 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported regarding door open, close issues that the system was displaying a ¿door open¿ message even though the door was completely closed. Upon inspecting the door winch mechanism, it was found that two slides are missing and two screws are broken. The broken screws remain inside the gantry chasis. No patient was present at the time of event.